Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the sensor had a bent cannula, causing discrepancies between the sensor glucose and blood glucose readings. The blood glucose reading was unknown at the time of the call. The insulin pump alerted bad sensor, then it alarmed calibration error and change sensor. The customer reported that the insulin pump alerted a predicted low glucose event when the customer experienced a high blood glucose reading of 400 mg/dl. He declined troubleshooting for the issue, since he felt that the discrepancies were caused by the bent sensor cannula. Advised replacement of the sensor. Nothing further reported.